Manufacturer narrative:
A general reagent or analyzer issue can be excluded, as qc was acceptable. No information about a possible polyethylene glycol (peg) treatment of the sample was provided, and therefore, this mandatory action for "unexpected high sample results" was missing. The product labeling states: "in case of implausible high prolactin values, a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin. See section "sample pretreatment by polyethylene glycol (peg) precipitation" for further details." The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (missing peg treatment/missing macro prolactin assessment) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys prolactin ii assay on a cobas pure e 402 analytical unit. Initial result: 60.4 ng/ml. The customers sent the sample to another laboratory using siemens, and the 1st repeat result was 40.5 ng/ml. The customer then repeated the sample 3 times, and the repeat results were 60.1 ng/ml, 60 ng/ml, and 60.8 ng/ml. No questionable results were reported outside the laboratory.